Manufacturer narrative:
The device history record (DHR) was not performed as the serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for analysis because it remains implanted; therefore, the root cause for the stenosis remains indeterminable. However, patient related factors and progression of the patient¿s underlying valvular disease likely contributed to the event. If new information is made available, a supplemental report will be filed. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm pericardial aortic valve underwent evaluation for a valve-in-valve procedure due to severe stenosis after an implant duration of approximately fourteen (14) years and nine (9) months. No surgical intervention has been scheduled at this time. Per obtained medical records, the (B)(6) patient had at least 2 admissions over the past months for congestive heart failure. She has problems with shortness of breath and fatigue and is on home oxygen. The patient's last echocardiogram estimated her aortic valve area 0.46 cm square. Her bioprosthetic valve is now severely stenotic. The patient also complains of palpitations, an irregular heartbeat, shortness of breath, chills, and fatigue. The patient was being referred for possible transcatheter aortic valve replacement but further recommendations will depend on the findings of additional studies. The patient wished to proceed with further workup.

Manufacturer narrative:
Through additional follow up with the health care provider, it was learned this patient had further medical intervention and the device was disabled after a valve-in-valve procedure. Device is not available for return as it remains implanted after the procedure.

Event description:
Edwards received additional information that the 21mm pericardial aortic valve was disabled after an implant duration of fourteen (14) years, eleven (11) months, and twenty-four (24) days. A 23mm transcatheter valve was implanted via a valve-in-valve procedure. The case was reported to have gone well and the patient was stable at the end of the case.